Manufacturer narrative:
(B)(4). Review of the device service history revealed no issues that could have caused or contributed to an inguinal hernia. The reported issue was not confirmed. The assignable cause was undetermined.

Event description:
A customer contacted global technical service (gts) regarding medical questions on the home choice (hc). The care giver (cg) had medical questions and referred to a swelling issue. The technical service representative (tsr) advised the cg that they were unable to answer medical questions. The tsr referred the cg to contact the on call nurse for further medical instructions. There were no issues with the hc. The hc was operational and a swap of the device was not necessary. Follow up information was received on (B)(6) 2012 from global pharmacovigilance. Follow up information was reported by the peritoneal dialysis nurse (pdrn). On an unknown date the patient started pd using dianeal low cal ambuflex and extraneal therapies. On an unknown date the patient experienced the onset of scrotal swelling. On (B)(6) 2012, the patient was hospitalized and diagnosed with scrotal swelling due to an inguinal hernia. During the hospital stay, pd was stopped and a hemodialysis (hd) line was placed in the patient's neck. The patient underwent hernia repair surgery, and was switched to hd. On (B)(6) 2012, the patient had recovered from the scrotal swelling and the inguinal hernia, hd was stopped and pd therapy was restarted. It was unknown if past medical history included inguinal hernia. The pd nurse stated that the scrotal swelling was related to the inguinal hernia and it was unknown if the inguinal hernia or scrotal swelling were related to therapy. No further information was given at this time.

Manufacturer narrative:
(B)(4). Baxter is in the process of investigating this event. Should additional information become available, a follow-up report will be submitted.